Event description:
No additional informaiton provided.

Manufacturer narrative:
DHR review: the complaint lot# is 3304670, sku is 383318, assembly in suzhou plant on 2023.nov.14, lot quantity is (B)(4). Review the in process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot returned sample analysis: there are two pictures of defect sample after using provided, without showing a typical defect location. Retain sample analysis: sampling 2ea from the retain sample of the same lot to do leakage test, test result is within product specification. Refer to the attachment for retain sample test report. Possible cause analysis: based on the information, leakage is reported but not clear the leakage is from tubing or from prn connector. The possible reasons for this type of failure may including: 1. The chemical bonding performance between tubing and wing is not good, leakage is from the bonding location. 2. The swaging between luer-adapter and tubing is not good, leakage is from swaging location. 3. Tubing damage/broken issue, or poor prn assembly status. Current manufacture already has control procedures as below to monitor and prevent this kind of defect: 1. Both in-process and outgoing sampling will check the pull force related extension tubing, including bonding force and swaging force for two ends, poor connection can be detected. 2. Both in-process and outgoing sampling check do leakage test for component with extension tubing and prn connector. Root cause: there are two pictures attached but not show the defect location is tubing or prn connector, the retain sample leakage test result is pass, so the root cause is not clear for this leakage issue.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima prn yel 24ga x 0.75in leaked. It was reported by customer that saf-t-intima line was inserted and when infusing medication the clear portion of the line was noted to be leaking. Verbatim: rcc received a complaint via email. Email(s) attached. Ahs mdip reference number (ID): (B)(4). Date of incident (yyyy-mm-dd): (B)(6) 2024. Type of incident/problem: malfunction - during or after use. Level of harm: no apparent harm - reached patient/person, inconvenient. Ahs optional report to cmdsnet ((B)(6)): incident details: saf-t-intima line was inserted and when infusing medication the clear portion of the line was noted to be leaking. Impact of incident: line removed, new line inserted and medication delivered. Who was affected? Patient. Device information: device name/description: catheter IV passive safety winged closed system yellow; 24gx19mm saf-t-intima; manufacturer: becton dickinson canada inc; expiry date: unknown; supplier: (B)(4); supplier catalogue number: 333-383318; is device retained: yes; number of devices: 1.